Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient received a durom prosthesis at right hip on (B)(6) 2007 and underwent revision surgery on(B)(6) 10, 2020 due to pain, elevated metal ion levels, metallosis and osteolysis. Due to irreducible dislocation the patient was again revised on (B)(6) 2020. Review of received data: - all required information to support the conclusion is available or was already requested. - legal letter, dated (B)(6) 2020: the patient underwent implantation of a right htep on (B)(6) 2007 due to severe coxarthrosis at the ospedale di castelnuovo di garfagnana. The htep was a durom metal-on-metal articulation with large head, durom cementless cup 48/42 code h, and cls stem 125°. The patient had been experiencing right hip pain for approximately 2 years (since 2018). The patient was informed by the asl of the risk of metallosis due to release of metal ions from the metal-on-metal articulation. Blood tests showed serum chromium and cobalt levels above the limits. The pain worsened and the patient began to have difficulty walking. The patient underwent revision surgery of the right acetabulum on (B)(6) 2020. The postoperative diagnosis was peri-prosthetic osteolysis of mom endoprosthesis. The intraoperative findings described by the surgeon state metallosis with inflammatory tissue surrounding the prosthesis and invading the surrounding soft tissues, the cup presents osteolysis at the level of the roof, the stem presents proximal osteolysis of the femoral neck and at the greater trochanter. The histological examination on (B)(6)2020 showed fibroadipose tissue with marked and widespread necrotic aspects and chronic inflammatory infiltrate, mainly lymphohistiocytic. On (B)(6) 2020 the patient suffered an irreducable dislocation, which was treated with revision surgery on (B)(6) 2020. - no medical data has been received. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed due to missing product identification. - DHR review: review of the device history records could not be performed due to missing product identification. Conclusion: it was reported that the patient received a durom prosthesis at right hip on(B)(6) 2007 and underwent revision surgery on (B)(6) 2020 due to pain, elevated metal ion levels, metallosis and osteolysis. Due to irreducible dislocation the patient was again revised on (B)(6), 2020. Based on the received letter it remains unknown, which components were revised during the revision surgery performed on (B)(6), 2020. Therefore, it remains unknown if the head was revised on (B)(6) 2020 or on (B)(6) 2020. Neither medical records nor patient data were received. Therefore, the course of events described in the legal letter could not be assessed by means of medical records. Further, the explants were not available for examination. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). In conclusion, based on the information available, the reported event could not be confirmed nor could a root cause investigation be conducted. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is the need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4) . Note: same patient underwent another revision surgery captured in report: 0009613350-2020-00611.

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain, elevated metal ion levels, metallosis and osteolysis.